Manufacturer narrative:
The tsh reagent lot number and expiration date were not provided. The qc was within range on the day of the event. The field service engineer checked the instrument and replaced the measuring cells which were overdue for replacement. He then confirmed that the system was performing within specifications. The root cause was due to a maintenance issue (the measuring cell was overdue for replacement).

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with elecsys tsh assay on a cobas 6000 e601 module when compared to a different cobas 6000 e601 module. Initial result: 0.036 iu/ml. Repeat result: 0.96 iu/ml (tested on another e601). The repeat result was deemed to be correct.